Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Customer reloaded the cartridge to resolve the issue. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. As well, as that occlusion alarms occurred. Customer's blood glucose was displayed as "high"; although specific value was not provided with moderate ketones. Customer addressed the elevated bg by manual insulin injection. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.